Manufacturer narrative:
The customer reported this lot # r19g11134; however. This lot number was not recognized by baxter. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a backflow of medication was observed while using clearlink system non-dehp extension set. The event occurred during an unspecified patient infusion via a non-baxter infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.